Event description:
Reportedly, pt expired (approx 2 years ago) after an implant date of 2005 due to unk reasons. Unk if pt death is device related. Date of death and implant duration is unk, therefore, two years from the aware date is used as the occurrence date. No further info regarding this pt was received.

Manufacturer narrative:
Device not returned.